Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer was assisted in troubleshooting. The customer¿s blood glucose was 178mg/dl at the time of the incident. The customer stated that they have been trying to get the insulin pump for three hours and was stuck in the rewind process. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they received the beeps but no numbers appeared on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.